Manufacturer narrative:
Additional narrative: event date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the broken hardware was noted. The patient indicated he believed the hardware had broken when he started using crutches and put weight on his leg/ankle sometime in (B)(6). On (B)(6) 2013 ,the patient presented with pain and swelling of the left ankle and swelling was over the anterior patella. On (B)(6) 2013, the patient had surgery to remove hardware; prepatellar bursectomy. On (B)(6) 2014, the patient presented with worsened pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis this report is for unknown (3) unknown screws/unknown lot number, UDI - unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown tibial procedure was performed on (B)(6) 2013 after a patient experienced a motor vehicle accident. The patient experienced an intra-articular fracture of the tibia and disruption of the ligaments. One plate and 12 screws were implanted during the surgery with no problems or complications. After the physical therapy phase, the surgeon advised that the patient can walk on crutches. After two weeks on walking on crutches, the patient stated that he felt the screws break on (B)(6) 2013. Approximately a month later, the patient was bit by a spider and as a result; the surgeon postponed revision surgery until (B)(6) 2013. X-rays showed 3 screws had broken. During revision surgery, 3 more screws had broken. The surgeon successfully explanted the plate as well as 6 intact screws. All broken screws currently remain in the patient. The patient is fully healed and the surgeon has not consulted him about taking out the 6 broken screws. The patient is fully healed, however still experiences pain. The patient mentioned he could not move his toes prior to the plate being explanted, after plate was explanted; he was able to regain range of motion in his toes. No surgical delay reported with any of the procedures. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Since the part/lot numbers are unknown for the reported screws, no further investigation, including review to the specific design, could be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report/complaint will address the intra-operative breakage of three (3) screws. The post-operative breakage was captured in and reported under (B)(4).